Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed an invalid syringe size message. Functional testing could not replicate the reported event; all testing was within required specification. No issues were found with the returned device and the root cause of the reported event could not be determined. The products history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device appeared to exhibit an error for incorrect syringe size. It is unknown if there was patient involvement, no adverse patient effects were reported.